Event description:
The user has been accidentally hit on the head by a toy on (B)(6) 2021, and he was subsequently unable to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has been accidentally hit on the head with a toy on (B)(6) 2021 and he was subsequently unable to hear. Re-implantation is considered but no date has been scheduled yet.